Event description:
While assessing continuous infusions, air was noted in the y-site connection. As the rn was disconnecting the y-site from the cap the y-site disassembled/broke apart. No harm to pt.